Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The philips remote service engineer (rse) connected with customer and confirmed that system was unable to boot up. After reviewing log file rse found there is a malfunction on geo-pc. The cause of the system failure could not be determined by the supplier's part analysis. Upon troubleshooting rse advised customer to reboot all buttons and did not clear the error. To resolve the issue, the customer had replaced the new geo module with the broken on. After the replacement of the geo module, the system is returned to good working condition. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the system gave an error indicating a button was active during start up, preventing booting. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.